Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: concomitant products 5524m implantable pacing lead - (B)(6) 1996. (B)(4).

Event description:
It was reported that upon viewing a remote transmission, the device battery voltage was listed as 'not available.' It was suspected that the transmission was done during a routine device test, which can lead the battery voltage to not be listed. Another remote transmission will be done, and the device remains in use. No patient complications have been reported as a result of this event.